Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated the device will charge half way and stop since a month ago. Patient stated they are trying to connect with the recharger. Patient reported they have been in pain for a month and they are not sure why. Patient stated all of a sudden her sciatica will shoot a sharp pain down her leg and up her back and that is when they are in pain. Agent assisted patient with resetting the devices and patient is able to connect with the recharger, ins 90% and therapy is on. Agent reviewed how to adjust stimulation with using the mystim app and patient said they know how to do that. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating the cause of the incomplete recharge was because they could not find out were it was. They still have pain in their left hip.